Event description:
It was reported that three months post op a lap adjustable gastric band procedure, the patient complained of pain and redness at the port site. The port was replaced and antibiotics were given to patient. There was no improvement noticed and the band was explanted. During the explant procedure, a two by three centimeter hole was noticed in stomach. The procedure was completed and the patient is doing fine.

Manufacturer narrative:
Date sent: 11/13/2009: information was not provided by the contact. Information is unavailable; device was not returned for evaluation.